Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2022.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the facility.